Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose greater than 600 mg/dl with nausea, general malaise and moderate ketones associated with a power issue and under-responsive buttons. Reportedly, the discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump had stopped working without user intervention and that all of the buttons on the keypad were under-responsive; allegedly there was an under delivery of insulin. It was reported that the patient had celiac disease and takes nutropin. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a power issue and under-responsive buttons on the keypad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The last basal delivery and the last bolus delivery were on (B)(4) 2015. The black box showed a manual time/date change from (B)(4) 2015 at 10:51 to (B)(4) 2015 at 08:19. The total daily doses added up correctly and reflected the users programmed basal rates. The keypad was intact, but the up, down and ok keys were unresponsive to user presses. The contrast key was responsive. The keypad cover was removed and no contamination was observed under the button contacts. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the audio bolus button cover was missing from the pump. The pump cover was removed and moisture corrosion was observed on the bolus button contact causing a bolus button short and unresponsive keys on the keypad.